Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted.

Event description:
Total knee replacement: during this procedure, a drill pin was inserted into the block, to fix it to the bone. It was found to be slightly bent, resulting in it jamming in the pin slot. It was "cold welded" and unable to be removed. There was a five minute delay to the procedure. Alternate cutting block sourced from another set. No ae to patient.

Manufacturer narrative:
(B)(4). Investigation summary ==> examination of the returned devices confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.